Manufacturer narrative:
Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. According to the complainant, the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's mother reported that the patient sought medical attention in (B)(6) 2025, due to pain from pod wear, which led to its removal. The reason for seeking medical attention was related to the pod, as the cannula site was painful, hot to the touch, red, and had drainage, indicating an infection. The diagnosis was an infection at the cannula site, and antibiotics were prescribed as treatment. The visit lasted 45 minutes. The patient's mother mentioned that the patient had experienced four infections at the cannula site and was advised on interventions to prevent future infections. The site was prepared with alcohol, and the patient has an endocrinologist appointment today, with plans to restart using the product. The pod was worn on the leg.